Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 125 mg/dl. The high blood glucose remained elevated for more then four hours. The high blood glucose was treated with a correction dose administered via insulin pen. The patient had been using the insulin pump system within forty eight hours of the reported high blood glucose event. No further information available.